Event description:
Endoscopic linear cutter wouldn't release once the cut was made. After extra effort, surgeon was able to unlock the stapler to release the appendix. Surgeon then used a different brand of stapler to finish the case.